Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced crossover and discomfort due to pending erosion. An incision was made, the crossover was corrected with a new path for the cylinders distally. There were no additional patient complications reported.